Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. The device was received and evaluated. When performing the visual inspection, it could be observed that the suture and the plates were returned completely of of the needle. The suture as found broken. Both plates were not attached to the suture. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would not contribute to the complained device issue. Based on the investigation findings, the potential root cause can be attributed to the loading rod (red trigger) being accidentally depressed before pressing the deployment rod (gray trigger). The possible root cause for the broken suture could be attributed to procedural variables, such as device handling or product interaction during the procedure; excessive tension may have been applied to the suture and, as a result, the suture broke. As per instructions for use (IFU) use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Account full name: (B)(6) of china. Reporter is a j&j sales representative. UDI (B)(4). Investigation summary : a photo was returned to depuy synthese mitek for evaluation. The depuy synthese mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it was observed the proximal part of the needle, suture and both plates. The plates are completely out of the needle, they do not appear to have structural anomalies. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would contribute to the complained device issue. Based on the investigation findings, the potential root cause can be attributed to the loading rod (red trigger) being accidentally depressed before pressing the deployment rod (gray trigger). Therefore it has been determined that no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in china that during an anterior cruciate ligament (acl) repair surgical procedure performed on (B)(6) 2024, after the first firing of the omnispan meniscal repair 27deg device it was observed that two plates were deployed at the same time. It was reported that another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.